Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017 that the patient had squamous cell carcinoma removed from right upper arm. They developed swelling, erythema and induration of the wound starting the evening of (B)(6) 2017. Evening so presented to wake forest ed (B)(6) 2017. He had abscess incision and drainage and discharged home. He then presented (B)(6) 2017 with bleeding, leukocytosis and concern for worsening cellulitis of right upper arm. He underwent a computed tomography (CT) which showed possible infectious hematoma. The patient was placed on IV vancomycin and zosyn. General surgery was consulted and patient underwent washout on (B)(6) 2017 with drain placement and wound closure. Blood cultures and or tissue culture revealed no growth. Infectious disease was consulted and recommended transition to keflex (7 days) at discharge. The patient completed course of oral keflex on (B)(6) 2017. A follow up with infectious disease (B)(6) 2017 with no signs of infection.

Manufacturer narrative:
Section d4, h4, b5: additional information section b5: correction, washout was performed on (B)(6)2017, not (B)(6)2017 manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. It was reported that on (B)(6) 2017 that the patient was presented to the emergency department (ed) after the patient developed swelling following a removal of squamous cell carcinoma in the right upper arm. On (B)(6)2017, the patient had an incision and drainage of an abscess on the right arm. The patient was discharged home. The next day, the patient presented to the ed with bleeding, leukocytosis and concern for worsening cellulitis of the right arm. The patient underwent a computed tomography (CT) scan, which showed a possible infectious hematoma. The patient was taken off anticoagulation. The patient was placed on intravenous (IV) antibiotics and was given vitamin k and 2 units of fresh frozen plasma (ffp). The patient was taken to the operating room on (B)(6) 2017 to remove the hematoma. The cultures were sent out, but revealed no growth. Hemostasis was achieved with electrocautery and the wound was closed with staples. The patient was then placed on a heparin infusion for 24 hours post operation. The patient¿s hemoglobin and hematocrit remained stable. The patient was slowly placed back on warfarin and aspirin. The patient also had to complete a course of oral antibiotics. The patient was ultimately discharged home on (B)(6)2017. During a follow up with infectious disease on (B)(6) 2017, no signs of infection were found. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. This IFU and the heartmate ii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that warfarin and aspirin were held. The patient's inr was reversed with vitamin k and 2 units of fresh frozen plasma (ffp). The patient was taken to the operating room on (B)(6) 2017, the incision was opened completely, and the hematoma was evacuated and sent for cultures. Hemostasis was achieved with electrocautery. A jackson-pratt (jp) drain was placed. The wound was closed with staples and the patient was placed on heparin infusion 24 hours post operation. Warfarin was restarted on (B)(6) 2017. Aspirin was restarted on post operation day 3 as surgical site was stable. The patient's hemoglobin and hematocrit remained stable. The patient was discharged home on (B)(6) 2017.